Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient faced a bent cannula symptoms/issue noticed within three hours of insertion due to which she experienced high blood glucose level and this issue occurred with two infusion sets. Therefore, she tried to treat it with bolus via pump, but on the same date ((B)(6) 2022), the patient went to the emergency room and stayed there for three and a half days. Subsequently, the patient was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was over 500 mg/dl and had high ketone levels which her health care professional assessed as dangerous/life threatening. The infusion set had been used for one hour. While in the hospital, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue with no permanent damage. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, they replaced the infusion set and resumed insulin successfully. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.